Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain. Update ad 06 sep 2021 (B)(4) was re open under (B)(4) due to ppf and pfs received. In addition to what previously alleged, ppf has no new allegation reported. Pfs alleged discomfort. Added law firm, lawyer, date of birth and height of patient. Corrected patients initial. Doi: (B)(6) 2007 , dor: unknown, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.